Event description:
Additional information was received (B)(6) 2019: the procedure being performed was a flexible ureteroscopy. The difficulty delayed the procedure by 5 to 10 minutes. Another fiber was used to complete the procedure. No additional procedures were required. No unintended part of the device remained in the patient as the fiber snapped near where the fiber connects to the machine (near red silicone connector). It was confirmed that there were no adverse effects to the patient.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d4 - catalog number (rpn), g5: PMA/510k # (B)(4). Investigation - evaluation. Reviews of complaint history, device history record, manufacturing instructions, quality control data, and the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions several different factors affect the life of any fiber, including: improper handling. Continuous lasing with the fiber tip in contact with tissue. Never subject fiber optics to sharp bends in handling, use, or storage. Fiber should not be clamped with forceps or other securing instruments as it could result in fiber damage or breakage. Extended lasing at high power, lasing with a contaminated or damage proximal. Poor lasing beam alignment or focus. The complainant did not return the device back for technical evaluation, however, customer provided the picture which confirmed the laser fiber breakage near the laser fiber connector. The complaint confirmed based on customer testimony and provided picture. Cook has concluded that based on evidence presented, potential cause of fiber breakage can be related to improper handling of laser fiber and any of the precautions listed in the IFU could contribute to this event. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). PMA/510k #: k163197. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an unspecified procedure using a cook single-use holmium laser fiber, the fiber snapped. No known adverse events have been reported as a result of the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided. A follow-up report will be submitted when additional information becomes available.